Event description:
A customer reported an unspecified high value when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer reported laying down on the floor due to "hypoglycemia" and was unable to treat themselves. Hcp contact was made and the customer was provided glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh002qutjm has been returned and investigated. Visual inspection has been performed no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination). Observed the sensor state 6 occurred after the reported complaint. The sensor was decased and corrosion was observed. The sensor was reprogrammed, and the data was extracted. The sensor was activated and remained in sensor state 6. An extended investigation has also been performed. Visual inspection of the returned sensor revealed extensive contamination on the sensor¿s printed circuit board assembly (pcba) due to corrosion. In order to test the complaint of high readings, a linearity test must be performed. Since the damage to the pcba was so excessive, a linearity test could not be performed, and the voltage could not be monitored. Therefore, adc is unable to further test the returned product. As submitted in the initial report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified high value when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer reported laying down on the floor due to "hypoglycemia" and was unable to treat themselves. Hcp contact was made and the customer was provided glucose as treatment. There was no report of death or permanent injury associated with this event.